Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Nurse informed on the phone that item ref (B)(4) got broken during the operation. A small part of the tip of the screwdriver was disconnected during the operation. This piece was found. There was approx. 5 minutes delay during the operation. Screwdriver has cracked lines on both sides.

Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of 'poor fixation' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force during screw insertion. The device inspection revealed the following: the tip of the returned cannulated screwdriver is indeed completely broken off during screw insertion. The close up views, done by the microscope (see attached image documentation), indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. High applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage. The root cause of the failure was repeated powerful dynamically overload during use. Note that the ao coupling end is still in working order. A review of the device history for the reported lot did not indicate any abnormalities. Note that a CAPA had already been opened in order to address this kind of issues. This device was still manufactured prior to the change though. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Nurse informed on the phone that item ref 45-20001 got broken during the operation. A small part of the tip of the screwdriver was disconnected during the operation. This piece was found. There was approx. 5 minutes delay during the operation. Screwdriver has cracked lines on both sides.